Event description:
A malfunction was reported on the customer's insulin pump, with the event not preceded by any notable occurrences. There was no reported adverse impact to the customer. Technical support resolved the issue by sending a replacement pump, ensuring the customer had updated software. The customer planned to use multiple daily injections as a backup insulin delivery method.